Manufacturer narrative:
¿A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿a patient side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted door assembly replaced due to cracked upper hinge. As found software version 9.17.0.22, as left software version 9.17.0.22. Bezel and rear case replaced due to third party part installed. Left and right iui's replaced due to corroded pins. Ail replaced due to cracked housing. Bottle side pressure sensor replaced due to failed pressure test. A review of the device history record for (B)(6) was performed from date of manufacture 03/01/2005 to present date 10/24/2020 and note that this device has been returned once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.